Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7546215, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with 765cc mentor memorygel xtra breast implants experienced left sided baker¿s grade iii capsular contracture and right sided drooping post procedure. As a result, the devices were explanted on (B)(6) 2019. See 3006942524-2019-00530 for contralateral prosthesis report.